Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used device sample. As received no damage or anomalies were observed. To replicate clinical use the tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated, however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. A channel was observed. The complaint about not being able to inflate the cuff can be confirmed. The probable cause is due to a welding error during manufacturing. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the portex tracheal tube could not inflate the balloon because it was porous. The probe was changed, and there were no serious clinical consequences for the patient. The patient was involved.